Manufacturer narrative:
Updated fields: b4, g3, g6, h2, h6. The manufacturing and material records for the device involved in this event, as they pertain to the reported issue, were retrieved and reviewed by the manufacturer¿s quality engineering. The results confirmed that this prosthesis satisfied all required material, visual, and performance standards at the time of manufacture and release. Based on the limited information provided, the definitive root cause of the reported event cannot be established at this time. However, from the document review performed, no manufacturing deficiencies were noted. Should further information be received in the future, a follow up report will be provided.

Event description:
On (B)(6) 2024, a perceval plus valve size m was attempted to be implanted. However, it was noticed that the leaflet was not moving and had ai. As such, they went back on bypass and ended up removing the perceval valve to sew in an inspirus size 23mm. Reportedly, 30 minutes was added to the cross-clamp time and bypass time as a result of the event. Patient remained stable throughout the delay in procedure and is recovering fine. No further information is available at this time.